Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the they know something is wrong because the patient has had a return of symptoms. Caller was not aware that the ins could deplete itself so much that it would turn stimulation off. Caller states it is not turning itself off. Caller states patient was staring at the ceiling so she knew something was not right. While on the call caller was able to use the recharger and verify stim is currently off and patient's ins is fully depleted. Patient is currently charging the ins with 8 coupling boxes and the ins is currently charging the 1st quarter. Caller will leave the patient charging and will try to turn on stim once the recharger shows the ins shows 1st or half fully charged. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.